Manufacturer narrative:
Device is not available for evaluation as it remains in-situ. (B)(4).

Event description:
On december 13, type I vascular replacement was performed using 20mm diameter gelweave graft for an infrarenal abdominal aortic aneurysm , on the day of surgery , creatinine increased and the patient was diagnosed with acute kidney injury.

Manufacturer narrative:
Investigation findings - code 3221 - no findings are available - additional information regarding the circumstances of this event and the event/device relationship to be clarified; however, no information or clarification was provided by the site. Investigation conclusion - code 67- no problem identified - review of the retianed manufacturing and quality records confirms that the device/batch was manufactured to specifications.. Investigation conclusion - code 4315 - cause not established - the cause of the reported increased creatinine levels with acute kidney injury could not be established as no additional information was prvided by the site. Vascutek ltd considers this case as closed; further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.

Event description:
On december 13, type I vascular replacement was performed using 20mm diameter gelweave graft for an infrarenal abdominal aortic aneurysm , on the day of surgery , creatinine increased and the patient was diagnosed with acute kidney injury. The event was reported as possibly deice related